Event description:
Nurse went to change the cap on port-a-cath to draw labs and clear center part did not pop back up. Cap had to be changed prior to lab draws because could not clean it. This is the second incident regarding this product.====================== manufacturer response for microclave connectors, microclave======================pending response. Notified (B) (4).